Manufacturer narrative:
Although the root cause of the instrument issue is unknown, this troubleshooting described resolved the instrument issue. ((B)(4).)

Event description:
Customer called to report that while running patient samples, a fluid leak was observed from the coulter ac.t diff analyzer. Customer believed that the source of the leak came from the probe housing area. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer to remove the probe wipe block, which was found to be unclean. The cts then asked customer to clean the probe wipe block with bleach. Customer also unplugged the tubing from the probe wipe block and aspirated the bleach through tubing 5, then activated solenoids 8 and 23 to aspirate the bleach. The cts then advised customer to put the tubing back onto probe wipe block and reinsert it into the probe assembly. The cts had customer run air blank samples, after which customer received a fatal vacuum error. To resolve the errors, customer was advised to reboot in service bypass mode to adjust the vacuum from 6.11 to 6.00. Finally the cts asked customer to run several air blank samples, and customer confirmed that there were no drips or vacuum errors. Although the root cause of the instrument issue is unknown, this troubleshooting resolved the instrument issue. There was no reported impact to sample results associated with this event.